Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin@home transmission. Upon review, the pulse generator exhibited oversensing on the ventricular lead. Programming change was made to address the issue. The patient remained asymptomatic.